Manufacturer narrative:
Customer medwatch # mw5067898. No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported an infusion of oxytocin 30 units in 500 ml was initiated at 2256 to run at 2 mu/min. The nurses at the bedside observed an unregulated flow after pressing the start button and immediately discontinued the infusion within approximately 5 seconds. The pump settings were verified to be correct before restarting the infusion. The infusion continued until 2302 when the clinicians noted a four minute contraction and concurrent three minute fht (fetal heart tone) deceleration with nadir at 80 beats/minute. The fhts recovered spontaneously when the contraction ended. In addition to the discontinuation of the oxytocin infusion, the patient¿s position was changed and an IV fluid bolus administered. Both mother and baby had no lasting effects or harm. Received a copy of the customer's medwatch report from the FDA which states, "oxytocin started @ 2256, the medication was scanned and 2 rn verification done including rate and medication verification on IV pump, and line verification before starting pump. After start button hit to begin infusion it was noted by both rns that the oxytocin was free-flowing from the bag and not at the set rate of 2mu/min, pump immediately stopped (approximately 5 seconds) but unknown amount of oxytocin bolused during this period. Pump settings were verified again a new pump was obtained and the IV infusion rate and flow was restarted. At 2302, the oxytocin was stopped due to a 4 minute tetanic contraction (no uterine relaxation during this 4 minute period) with concurrent 3 minute fht deceleration with nadir at 80 beats/minute. Fht's recovered spontaneously when contraction was over and uterus relaxed. In addition to stopping oxytocin resuscitation measures included position change and IV fluid bolus. Initial pump brain: #ffp 2865 pump module: #5225."